Event description:
It was reported that a physician trained in the use of the starclose se device achieved arteriotomy closure of the femoral artery after an interventional procedure. Reportedly, after the delivery of the clip, the locator wings did not collapse to their original position, but remained in the outside (deployed) position. The starclose se clip delivered and closed the artery, achieving hemostasis. During device removal, resistance was met; the device was removed with the application of counter-traction and an assertive pull. At the conclusion of the procedure, bleeding of the tissue tract occurred. Although, it was not specified how the tissue tract bleeding was treated, there were no reported adverse patient effects. Though requested, no additional information was provided.

Event description:
Pt was revised from a uni knee to a total knee to address pain and poly wear of the insert.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was fully clip-deployed. The returned condition revealed a fully engaged plunger, manually retracted thumb advancer and tubeset via utilizing the access ports, and fully open but intact locator wings, which are consistent with post-procedure manipulation of the device. Inspection of the returned device did not reveal anything that could prevent the locator wings from fully collapsing into the delivery tubeset during clip deployment. Clip delivery and locator wings retraction are designed to be simultaneous. If the locator wings do not collapse, the clip would be captured at the locator wings instead of being delivered to the arterial surface achieving hemostasis. In addition, if the device was removed via counter-traction and assertive pull while the locator wings were deployed as reported, the locator wings would be bent; however, they were returned intact. During lab testing, the device was cleaned and re-assembled for re-deployment resulting in successful deployment, as designed. The device performed according to specification. Based on the investigation findings, a root cause related to the device could not be determined. No manufacturing or quality issue was detected. A review of the device history record for this lot did not produce any findings relevant to this report.